Event description:
A malfunction alarm indicated by code malf 24 was reported, requiring the replacement of the customer's insulin pump. The customer declined to provide information on whether their blood glucose level exceeded a specific threshold, thus the impact on blood glucose was unclear. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and provided instructions for putting the faulty pump into storage mode. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.